Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The post market surveillance department received medical records associated with the reported event. Both a clinical investigation and plant investigation are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
The user facility medical records, which were provided for an unrelated event, stated that the patient experienced chest pain while undergoing a hemodialysis (hd) treatment on (B)(6) 2014. Reportedly, approximately 1 hour into the hd treatment, the patient began coughing. The cough was noted as being a chronic cough with expectorate of clear white sputum. The patient also experienced shortness of breath. At that time, the treatment was discontinued, and then the patient was transferred to the hospital. Upon arrival, the patient was admitted, and subsequently discharged home on (B)(6) 2014. No product malfunctions occurred, identified, or alleged during the pre-hospitalization hd treatment. No other event related information was made available. Follow-up information was provided which revealed that the patient resumed outpatient hemodialysis treatments following their discharge from the hospital. The 2008k hemodialysis machine is not available for evaluation. The dialyzer and bloodline are not available for evaluation by the manufacturer as both were discarded by the user facility. No samples of the acid/bicarb in use during the treatment are available for analysis.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius acid concentrate shipped to this account within the selected time frame. A records review was performed on all 8 lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. Naturalyte liquid acid concentrate and citrasate liquid acid concentrate products are manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the products could not be reached without a physical examination of a complaint sample. Per the documented product investigation, there was no indication that naturalyte acid concentrate or citrasate acid concentrate caused, contributed to or was a factor in the reported event. Clinical investigation: the patient medical records were provided by the facility on (B)(6) 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Medical records did not contain physician (md) or nurse (rn) progress notes, hemodialysis (hd) treatment orders, treatment sheets or medication administration record. There is no indication that a device malfunction occurred. No malfunction was reported, identified, or alleged. Based on the medical records received and customer contact information, there is no documentation that indicates a causal relationship between the hd treatment performed on (B)(6) 2014 and the chest pain experienced by the patient.

Event description:
The following event information was identified during a secondary review of the patient medical records. The patient's vital signs while in the emergency room (ER) were noted as being: temperature 36.7, pulse 70, respiratory rate 18, blood pressure (bp) 160/81, oxygen saturation 99% on nasal cannula 4l. The patients' physical assessment including initial cardiac assessment was negative. In ER, the physician stated the patient's "chest is tender to palpation suggesting costochondritis."

Manufacturer narrative:
A sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all granuflo® dry acid concentrate products shipped to this account within the selected time frame. A records review was performed on the four (4) lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. Additionally, the packaging components and raw chemicals used in the manufacture of the identified dry acid concentrate lots were reviewed for potential supplier non-conformance and internal exception reports that could have contributed to the complaint event. No issues were identified with any raw materials and/or packaging components. All raw materials and packaging components met incoming inspection requirements per required qcp/ip/pk and were deemed acceptable for use in production. A definitive conclusion regarding the involvement of the concentrate product could not be reached without a physical analysis of the dialysate used during the reported event. A retrospective review of the batch production records (bpr) for finished product, delivered to the client, during the specified time frame, failed to identify any non-conformances and/or abnormalities during production that could have caused or contributed to the reported event. Therefore, no evidence of a manufacturing problem exists to substantiate a causal relationship between the concentrate product and the reported event. Granuflo® dry acid concentrate is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements.

Event description:
Additional information was received via email from the (B)(4) on 05/27/2016 indicating a different acid concentrate was in use at the time of the event. This report will include the new information received.